Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2017. Reportedly, the site of stent placement was examined with eus doppler prior to implantation. According to the complainant, on (B)(6) 2017, 7 days post-stent placement, the patient presented to the emergency room with hematemesis. The patient underwent endoscopy and it was noted that a blood clot was occluding the axios stent. According to the physician, the axios stent hit a vein, which then bled into the patient's stomach. The patient was sent to interventional radiology where the vein was embolized. The patient was subsequently admitted to the intensive care unit (ICU). It was also reported that the axios stent was removed from the patient on an unknown date. There were no further patient complications reported . Reportedly, the patient was discharged and is doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2017. Reportedly, the site of stent placement was examined with eus doppler prior to implantation. According to the complainant, on (B)(6) 2017, 7 days post-stent placement, the patient presented to the emergency room with hematemesis. The patient underwent endoscopy and it was noted that a blood clot was occluding the axios stent. According to the physician, the axios stent hit a vein, which then bled into the patient's stomach. The patient was sent to interventional radiology where the vein was embolized. The patient was subsequently admitted to the intensive care unit (ICU). It was also reported that the axios stent was removed from the patient on an unknown date. There were no further patient complications reported . Reportedly, the patient was discharged and is doing well. Additional information received on june 06, 2017: on (B)(6) 2017, the patient was taken to the operating room for acute gastrointestinal hemorrhage. The patient underwent a laparotomy, during which the vessel was ligated. The complainant reported that the hemorrhage was believed to be caused by the stent rubbing on a blood vessel.